Manufacturer narrative:
Omit: a11 - computer software problem (1112) additional information: imdrf annex a, g, b codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an alleged problem with the software while the device was in anesthesia mode. It was noted that the pump locked up during use on a patient in surgery. Two units had been reported to be affected. There was patient involvement but the information on patient impact was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported an alleged problem with the software while the device was in anesthesia mode. It was noted that the pump locked up during use on a patient in surgery. Two units had been reported to be affected. There was patient involvement but the information on patient impact was not provided.